Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll and visual eval of the device found evidence that the customer had disassembled the device in an attempt to repair the device. Due to the condition in which the device was received, root cause analysis could not be performed. Analysis for reports of this type has not identified an increase in trend.